Manufacturer narrative:
Samples were plasma collected in bd lithium heparin tube with gel separator and centrifuged at 3,000 rpm for 5 mins at room temp. Sampling occurred from the primary tube for both initial and repeat testing. Sample from 2008, was re-centrifuged prior to repeat testing. Per tube MFR's prod insert, gel tubes should not be re-centrifuged once barrier has formed. Data supplied show three levels of qc were in on the day of event. In 2008, three sys checks were completed between the times of 09:37 and 12:20 and failed. The customer changed aspirate probes and repeated the sys check which then passed. The customer reported to hotline that in 2008, at 6:27 pm, a pipettor motion error was posted to the event log. This was approx 20 mins prior to the event. Field svc engineer (fse) was dispatched and onsite in 2008: fse observed incubator belt to be noisy and replaced incubator belt, vessel clips and associated bearings and pulleys. Fse cleaned dried fluid from wash carousel, mixer belt pulleys and rollers. Fse observed the lower bearing of smaller mixer pulley to be deteriorating and replaced it. Fse cleaned aspirate probes, verified incubator belt and pipettor alignments, mixer belt speed and wash arm height. Fse primed sys and completed sys check and verified qc. Fse verified repair per established procedures and results met published performance specs. A clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accu tni results generated by the unicel dxi 800 access immunoassay system for one pt. A pt sample when tested for accu tni gave a result of 0.54 ng/ml. The sample gave repeat results of 1.86, 0.06 and 0.05 ng/ml. Another sample obtained from this pt when tested in 2008, gave accu tni results of 0.38, 0.07 ng/ml. The sample was then re-centrifuged and re-tested upon which it gave results of 0.09 and 0.05 ng/ml. The erroneous results were not reported outside of the lab. There was no affect to the pt or user with regards to this event.